Event description:
Covidien received information stating that during patient use, an oxygen sensor error occurred which could not be solved by calibrating the sensor. No additional information is available at this time.

Manufacturer narrative:
The customer reportedly inspected the device and replaced the oxygen sensor. No additional information provided. (B)(4).